Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. The follow-up exams showed that from (B)(6) 2012, the aneurysm enlarged from 57mm to 64mm. On (B)(6) 2012, the patient was hospitalized due to a type I endoleak. On (B)(6) 2012, the patient underwent a reintervention and an aortic cuff (unknown) was implanted. Further information was requested.

Manufacturer narrative:
Further information was requested. A review of the manufacturing records for the device is being conducted.